Manufacturer narrative:
Updated fields: h4/h6/h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The distal tip was broken off and the fiber coating surrounding the area showed evidence of damage. It is likely the reported event occurred due to mishandling (excessive force) of the laser fiber when it was introduced to the scope, however, the exact cause cannot be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of fiber tip being broken was confirmed. There was no additional damage to other parts of the fiber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, after the physician inserted the laser fiber through the scope, the soltive tip broke before firing the laser. The broken tip was retrieved from inside the scope. There was minimal delay to the procedure due to device replacement. No debris fell within the patient¿s body and no other medical intervention was required. There was no report of patient harm associated with this event.